Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to clinic. Upon interrogation, the atrial lead exhibited loss of capture. A cxr revealed that the lead had dislodged. The lead was repositioned successfully and the patient was in stable condition. The patient would be monitored with routine follow up.